Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient had a loss of connection. No additional event or patient information is available. No product was provided for evaluation. However, data log was provided reviewed for evaluation on (B)(6) 2017. Complaint for a loss of connection could not be confirmed. The root cause could not be determined, post investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. A review of the downloaded receiver log did not confirm the reported event of loss of connection. A root cause could not be determined.